Manufacturer narrative:
The liquid embolic material was not returned for analysis, as it was consumed in the procedure. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. Per the liquid embolic material instructions for use (IFU). Warnings: ¿do not allow more than 1 cm of the embolic material to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive embolic material reflux, or prolonged injection time may result in difficult catheter removal and potential entrapment. Excessive force to remove an entrapped catheter may cause serious intracranial hemorrhage. The long-term effects of an entrapped catheter that is left in a patient are unknown, but potentially could include clot formation, infection, or catheter migration.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the competitor catheter encountered difficulties when removed from the liquid embolic cast and, it fractured. A few hours post intervention, the patient was reported to be symptomatic. The patient was being treated with the liquid embolic material for a ruptured brain arteriovenous malformation (avm). The ruptured aneurysm was located of the distal pica. The embolic material was injected into the nidus. Everything went well during the injection. Upon removal of the competitor catheter, the catheter was reported to have fractured. Initially the patient was asymptomatic and was transferred out of the operating room. A few hours later, the patient was reported to have complication and a repot angiogram was performed. The angio revealed either the embolic material or a piece of the catheter was in the basilar artery and was causing the reported complications. The customer reported that the complications were caused by the competitor catheter.